Event description:
N/a.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The certas valve was returned for evaluation. Failure analysis - the position of the cam when valve was received was at setting 4. The valve was visually inspected; needle holes in the needle chamber were noted. The valve passed the tests for programming, occlusion, reflux, siphon guard and pressure. The valve was leak tested; the leak tested passed, only leaked from the needle holes in the needle chamber. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. A possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.

Event description:
This is 1 of 3 reports linked to mfg report numbers: 3013886523-2024-00337 3013886523-2024-00338. A facility reported a certas valve (unknown ID), a ventricuar catheter (unknown ID) and a rickham reservoir (unknown ID) were implanted on (B)(6) 2021. The patient was admitted to the emergency department (ed) with vomiting and lethargy. A computed tomography (CT) revealed enlarged ventricles. The shunt did not produce good flow and there was no csf flow through both the ventricular catheter and rickham reservoir when they were disconnected from the proximal end of the certas valve; therefore, on (B)(6) 2024, the patient was brought to operating room and the valve, the catheter and the reservoir were explanted. The valve and the catheter were replaced, the reservoir was not replaced. There was no surgical delay in the procedure due to device issue and the patient is good and back to stable baseline. The patient history is as follow: history: spina bifida, shunted hydrocephalus/syrinx ¿ (B)(6) 2021 - vp shunt insertion (outside facility) ¿ (B)(6) 2021 - umbilical hernia repair (outside facility) ¿ november 16, 2022 - sedated MRI head/spine ¿ (B)(6) 2023 - right foot correction surgery. MRI head/spine = stable findings in terms of ventricular caliber, tethered cord, cervical-thoracic syrinx. Shunt valve interrogation post MRI = stable. ¿ june 7, 2023 - wg myelomenigocele fetal repair (outside facility) ¿ july 19, 2023 - sedated cystometrogram ¿ (B)(6) 2023 - clinic visit for shunt concerns: right sided head/ear pain w/positional component, intermittent vomiting for one month. X- ray/MRI = interval decrease in ventricular system compared to may/12/23. Certas valve remains at 4 on x- rays. Symptoms and imaging suggest low intracranial pressure. Valve increased to 5. Symptoms noted to be improved on follow up visits. ¿ (B)(6) 2024 - clinic visit for shunt concerns: similar symptoms to previous x-ray/MRI = generally reassuring for shunt function ¿ (B)(6) 2024 - treated for urinary track infection (uti) ¿ (B)(6) 2024 - clinic follow up ¿ symptoms resolved. MRI = slight ventricular enlargement; valve still at 5 ¿ (B)(6) 2024 - routine clinic visit. X-ray/us/MRI = ventricles slightly decreased compared to 3/15; valve at 5 ¿ (B)(6) 2024 - vesicostomy. MRI (routine post-op) = ventricles appear decompressed, smaller than 4/16/24. Syrinx stable. Valve at 5. ¿ august 23, 2024 to august 26, 2024 - poor oral intake, lethargy, vomiting ¿ (B)(6) 2024 - admitted to ed, head CT = significant ventricular enlargement. Shunt tap = no flow ¿ (B)(6) 2024 - vp shunt revision no flow from ventricular catheter no flow from rickham reservoir tested distal runoff through valve and distal tubing, no flow noted removed valve, testing distal runoff through tubing alone, excellent flow.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.